Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via the left femoral artery using a 4.5f x 45cm non bsc sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the left knee vessel. After a 0.014 x 175 non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced. The balloon was inflated however the balloon ruptured at 10 atmospheres on the first inflation. There was no kink noted on the device prior to use and resistance was not encountered during the procedure. The balloon was completely removed from the patient as a whole unit. The procedure was completed with a 2mm x 20mm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).